Manufacturer narrative:
This medwatch report is considered both an initial and final report as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Hello, usmp reported an incident on 11/12/2024 when using 5mm 30g autoshield insulin canulas, ref: (B)(4) (magh2 ref: (B)(4)), batch: unknown, expiry: unknown (material not kept). Description of the facts: diabetic patient in constant hyperglycemia despite increased insulin doses, with ketosis (declared but not found on emergency report), during injection with autoshield canulas. Biological values not transmitted. Hyperglycemia problem reported with another patient, but not reported to us. Patient stabilized when using bd microfine ultra pro 4mm canulas. When the insulin was injected, a trace of insulin appeared on the skin (leakage?), indicating that the dose had not been fully injected. The nurses waited 10 seconds before removing the canula. Patient consequences: emergency room visit, change of equipment to stabilize the patient. Patient returned to basal state. Actions implemented: ¿ contact usmp manager and ide for further details + referral of proper use sheet. ¿ further information obtained from the endocrinology department, which points to misuse (failure to respect the 10-second time limit). ¿ the usmp department is contacted again: the ide confirms that the 10-second time limit for removing the canula has been respected. ¿ ansm declaration and supplier declaration on 20/12/24. Can you tell me if you've had any similar reports on this batch/product and/or if the production batch history reveals any discrepancies? The dm has not been retained for expert appraisal. This event was reported today to the ansm (ref: (B)(4)). The materialovigilance number to call for all correspondence is (B)(4).